Event description:
A surgeon reports a pt is complaining of cloudy (blurry) near and distance vision following unilateral intraocular lens implant surgery. Additional information has been requested.

Manufacturer narrative:
H.3. 6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.